Event description:
It was reported that left hip revision surgery was performed. Patient reports metallosis, soft tissue reaction, severe and increasing hip pain and swelling with severe metal to metal reaction, limited range of motion in the hip and leg, pain, stiffness, limitation on activities of daily living, and difficulty with mobility.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based upon information which smith & nephew, has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew, or its employees caused or contributed to the potential event described in this report.